Manufacturer narrative:
One used burr was returned for evaluation. Visual inspection identified that the outer blade is extremely bent. There is evidence of significant friction between the sluff chamber and adapter body. There is also evidence of significant debridement in the middle of the inner blade approximately three inches from the sluff chamber. The likely cause of the failure was excessive lateral load and bending during use. A review of the device history record was performed which confirmed no inconsistencies (B)(4). After the evaluation it was determined that the root cause was user error. (B)(4).

Event description:
During an unknown surgical procedure it was reported that the surgeon was using a burr that was shedding in the joint. Additional information stated that, "most of the debris was got[ten] out. Can't say for certain if every bit was got[ten] out." It is also indicated that when shedding occurs it is routine to flush, irrigate and debride the site to remove shedding particulate. No patient injury or significant time delay was reported. A back up device was on hand to complete the procedure.